Event description:
Reportable based on device analysis completed on 18 apr 2024. It was reported that visualization issues occurred. The stenosed target lesion was located in the left anterior descending artery. The opticross hd imaging catheter was advanced for ultrasound examination of the target lesion, but the image was lost. The procedure was completed with another of the same device. There were no patient complications reported. However, device analysis revealed the imaging window was twisted.

Manufacturer narrative:
The device was returned for analysis. Visual and microscope inspections revealed the sheath was kinked, the imaging window was twisted, and no damage was found within the telescope and sheath section of the device. Impedance test shows an electrical open at proximal end of the catheter 130-140 cm from the distal housing.